Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the asymptomatic patient was presented in the emergency room. Device was found to be in backup vvi mode. A device code download was performed successfully.